Manufacturer narrative:
"Outcome attributed to adverse event" - other serious important medical events is selected because other categories do not apply to this case where no re-operation was performed and surgeon indicated the patient could not benefit from re-operation or tavi due to her age and associated mitral cardiopathy and unfavorable euroscope. Type of reportable event - no information is selected since no other category apply to this case where no re-operation was performed and no other information is available other is selected since device is not returned and will not be returned to the manufacturer. Device not returned.

Event description:
The manufacture received the information on 30 sep 2015 that a mitroflow valve (lxa21) with early degeneration, the valve implanted on (B)(6) 2011 in a patient aged (B)(6) at the time. At the age of (B)(6) years, patient presents with a mean gradient of 44 mmhg, a euroscore of 2 at 39% and a mitral endocarditis. The patient could not benefit from re-operation or tavi due to her age and associated mitral cardiopathy and unfavorable euroscope.

Manufacturer narrative:
Explanted date was inadvertently submitted in the initial report. Device was not explanted and hence there is no explant date. Malfunction is selected instead of no information to match with the degeneration reported in the event description. Manufacturer narrative: because the device was not available as device remains implanted and no further information about the patient's clinical history was available, livanova's investigation was limited to the review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release.